Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a smart touch bidirectional and char was noted on the catheter tip. After removing the char, the catheter was no longer flushing from 2 ports. The catheter was replaced and the procedure was completed without patient consequence. The bwi failure analysis lab received the device for evaluation. Preliminary analysis shows irrigation results are within specifications. The size of the char is about 1 mm3. Therefore, per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
A) the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an atrial fibrillation procedure with a smart touch bidirectional and char was noted on the catheter tip. After removing the char, the catheter was no longer flushing from 2 ports. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and reddish material similar to char was found on the tip dome. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The origin of char remains unknown.